Event description:
The initial reporter stated that the pump did not deliver. They stated that they were attempting to deliver water with the pump, but that it "would not advance". Mmdg did make multiple attempts to follow up with the initial reporter, but they were unsuccessful. There were no adverse effects to the patient reported due to the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformance's. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.